Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. It was noted that 1 to 2 weeks ago the patient had a return of pain symptoms. It was noted that the caller verified that stimulation was on and that they felt in the same location. It was noted that the patient reported no falls or trauma. It was noted that the patient was given a nerve block about 2.5 months ago and the nerve block was for the neck and rsd in the hands and just wore off. It was noted that the implantable neurostimulator (ins) worked very well and gave a big improvement, but one day in the last one to two weeks it was like a light switch and the pain came back suddenly. It was noted that the patient saw their health care professional (hcp) two days ago, but was going to have an appointment with a manufacturer representative. It was noted that they would try to increase voltage. Additional information received reported that the ins had not been working like it used to. It was noted that the patient would meet with the manufacturer representative tomorrow.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the stimulation system had been very helpful but the patient had still been having problems with pain and depression. The patient had a nerve block done 'a year ago" and the healthcare provider (hcp) did not turn the stimulator off. He "nearly jumped off the table" and was in pain for 2-3 months from it.